Manufacturer narrative:
Affected item(s) were not returned for evaluation. A review of the DHR was not possible as to missing lot code. The risk analysis had considered potential revision; the estimated thresholds were not exceeded. In this case a product deficiency was not reported. The patient had been revised from an intramedullary nail system to a total hip after an implantation period of more than 2 years. General aspects: implant removal may be necessary although no product deficiency is given. Possible reasons could be (but not limited to) non-union, cut-out, motor loss (potentially resulting from a fall) or multi-fractural-situation. Such harms do not primly depend on the implant. It is mostly caused by the kind of fracture, patient's general condition, and the respective surgical technique, etc. Successful treatments with gamma3 nail require e.g. Sufficient and timely bone healing without complications. It could not be determined in what way the reported fall of the patient had contributed to the event. With given information it concluded that revision had to be carried out due to destroyed / damaged bone. From technical point of view a further statement was not possible due to product(s) not returned. From medical point of view a statement was not possible due to not provided medical documents. With available information it could not be excluded that the cause of the event was most likely based on the patient¿s condition (e.g. Impaired bone healing). In case the products and / or relevant clinical information should become available, we reserve the right to update the investigation and change the root cause. With available information the event was not caused by any deficiency of the device.

Event description:
It was reported that patient fell and had pain. Dr. Removed patient gamma nail and revised to a total hip replacement.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown gamma nail. If additional information becomes available it will be provided on a supplemental report. Device not returned.

Event description:
It was reported that patient fell and had pain. Dr. Removed patient gamma nail and revised to a total hip replacement.